Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographics: bmi at the time of the index procedure the diagnosis and indication for the index surgical procedure? What were the current symptoms following the index surgical procedure? What is tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the tissue initially placed (interrupted or continuous)? How was the suture initially tied? Was the suture reprocessed (i.e., re-sterilized) before use? Did the operating surgeon observe any suture deficiency or anomaly before, during or after the suture placement and during any re-operation? What was the appearance of the suture during the second procedure? Other relevant patient history / concomitant medications? If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to the event what is the patient¿s current status?

Event description:
It was reported that the patient underwent gastric bypass on (B)(6) 2017 and suture was used. On the sixth day after surgery, on (B)(6) 2017, the suture was in the process of disintegration and the patient experienced dehiscence of the anastomosis and surgical intervention was performed. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4).